Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) charge nurse called to report that the patient had been brought into surgery suite with the iabp running, it was turned off for the case then restarted after but there had been an alarm. Customer ran alarm history which reveled "gas loss" customer admitted that patients chest was still open at the time, and he was not sure whether tubing's were connected. The surgeon replaced the balloon and made them use a different console. The patient was send to ICU with new balloon and pump operating properly, surgeon insists on having pup check out. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data b5.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a field action, and completed the field action with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.